Manufacturer narrative:
Device evaluation: analysis of the returned device identified a broken shell and underweight. A visual and microscopic analysis was performed which identified a broken crease sharp on posterior, stress marks and creases fold. Base on the device analysis the final assessment is: a broken crease sharp on posterior assessed as a fold flaw opening.

Event description:
Healthcare professional reported a left side "rupture" and "multiple axillary nodes with siliconomas". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granulomas is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and multiple axillary nodes with siliconomas.

Event description:
Healthcare professional reported "rupture" and "multiple axillary nodes with siliconomas". This represents the left side. Device has been explanted.